Event description:
Tip of yankauer suction handle was broken off leaving a very jagged edge on suction end. Yankauer was used to suction pt's mouth. Didn't find the end of the handle that was broken off. Unknown if it may have been in the wrapper.